Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The infection was confirmed (B)(6). The patient was given IV antibiotics and the device was explanted. Follow up report indicated that the patient is recovering. The physician stated that he will re-evaluate the case in 6 months.